Event description:
The intro lead has not been an act1ve"iead historically, despite being connected to a dual chamber device. The patient is in chronic atrial fibrillation. The physician made the decision to reconnect the damage lead to a new generator. The lead was again turned off in the new device just as it had been in the old device. There was no history of atrial lead impedances via the old device (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).